Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. It was also reported that there was no power to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on with the test battery cap and was exercised for 12 hours with no power interruptions occurring. The complaint of a power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.